Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve that required valve in valve intervention due to subvalvular stenosis after an implant duration of six (6) years. A 21mm mechanical valve was implanted in its place. The patient has a mechanical valve. There were no reported complications.